Event description:
A philips field service engineer (fse) contacted philips to order a therapy knob for device troubleshooting. Further clarification indicates that the device had no audio after fco implementation. There was no patient involvement.